Event description:
It was reported that the patient was experiencing frequent low flow alarms, which were believed to be due to hypertension and hypovolemia. The patient's mean arterial pressure (map) was 94 and fluid intake was increased to about 2 liters per day, since then low flow alarms have stopped. It was also noted that speed was also reduced. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and battery ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. No performance allegations were made against (B)(6). Log file analysis revealed several decreases in power consumption and estimated flows within the analyzed period, including a sudden decrease to parameters below normal operating range on (B)(6) 2024. Additionally, log files revealed one-hundred and two (102) low flow alarms were logged since (B)(6) 2024. Log file analysis also revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2024 at 00:31:30 due to the battery depleting below 10% relative state of charge (rsoc). As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. (B)(4). Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence of similar past adverse events for this patient. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.